Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included iron deficiency anemia secondary to blood loss (chronic), irregular menstruation and polymenorrhoea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea/heavy painful periods"), menorrhagia ("menorrhagia"), alopecia ("thinning hair") and urinary tract disorder ("urinary problems") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, alopecia, uterine leiomyoma and urinary tract disorder outcome was unknown. The reporter considered alopecia, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and uterine leiomyoma to be related to essure. The reporter commented: 3-5 coils seen on left. 3-5 coils seen on right. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2018: uterus, cervix, bilateral fallopian tubes, hysterectomy: uterus with leiomyoma. Secretory endometrium. Bilateral fallopian tubes with no significant histologic abnormality. Cervix with no significant histologic abnormality. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.